Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan of the brain while implanted with the device. Afterwards the device was interrogated and the report showed high short interval counts (sic) due to the MRI, otherwise the device was functioning normally. It was also observed that the r waves on the right ventricular (rv) lead had been low since implant. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 implantable tachy lead, (B)(6) 2013; 5554 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1705 of 1725 lifetime v-sic occur since (B)(6) 2013.